Manufacturer narrative:
The patient complained of moderate swelling. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant risks signed off by the patient include swelling. Swelling is a common and anticipated event following any surgical procedure. On (B)(6) 2018, the patient complained of mild swelling. The patient was examined virtually and it was noted that the swelling was minor and "likely due to excessive sitting while working." The patient was further instructed to sit in an inclined position, to place pillow on lower back, or to use a standing desk. He was also recommended to avoid squatting or bending and to ice and elevate the penis. It was also noted that this was the patient's first follow-up after the procedure despite post-operative instructions. As a part of the informed consent process, patients are made aware of post-operative instructions. The patient acknowledged and agreed to the following statements: "I will follow all given post-operative instructions; I will appear on days 1,2,3 and 4 immediately after surgery for scheduled follow-ups; I will appear at least once weekly for follow-up appointments (in person or via email) for at least 8 weeks after surgery. The patient did not follow post-operative instructions and did not follow-up until nearly 6 months after the procedure.

Event description:
Patient complained of moderate swelling and inflammation.